Event description:
Customer reports receiving a result of 126mg/dl on the device without applying blood to the test strip. No action was taken based on device results. Requested return of suspect device and replacement was sent.